Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity and cerebral palsy. It was reported that, during a pump replacement on (B)(6) 2017, the hcp noticed a fat clump that was obstructing the catheter. It was taken care of, and the catheter was flowing perfectly. Additional information was received. The patient did not feel any symptoms prior to the pump replacement. The hcp had discovered the tiny ¿fat clump¿ when he aspirated the catheter to check for patency. The hcp stated he was able to aspirate cerebrospinal fluid (csf) prior the fat clump. After the fat clump was removed, the csf flowed even more. There was no interruption or difficulty with the therapy prior to or after the replacement. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.